Event description:
Reporter alleged blood glucose measured 98 mg/dl back to back with a result of 315 mg/dl when tests were performed. Any actions taken or treatment received as a result was not provided. A request was made for the return of the suspect device and replacement product was sent.